Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier select ous mr 20 x 2.75mm stent delivery system was returned for analysis. The device was returned without the stent attached. The maximum crimped stent profile measurement was within specification. The balloon cones were reviewed, they were in a deflated state with signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30apr2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 85% stenosed, 18x2.75mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The lesion contained a >45 degree bend. After a non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilation was performed with a 2.00 x 12mm maverick balloon catheter, leaving 75% residual stenosis in the lesion. A 20 x 2.75 promus premier select drug-eluting stent (des) was advanced but failed to cross the lesion. Multiple pre-dilatations were done but the stent could still not be crossed. The device was removed and the procedure was completed with another 2.75 mm x 20mm promus elite des. There were no patient complications reported and the patient was stable. However, returned device analysis revealed detached stent.